Event description:
At the operation of variax dr locking plate, when the surgeon inserted the screw, the head of the screw deformed. The screw was fixed to the bone.

Manufacturer narrative:
Device not explanted, thus not available for return. Internal investigation in process.